Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the device was received and the reported lot number was confirmed from the packaging label. The subject stent was received partially deployed within the lumen of the microcatheter. The subject stent delivery wire (sdw) and the introducer sheath were returned. The microcatheter was noted to be intact, and was cut to remove the subject stent. The subject stent was noted to be intact. All 3 marker bands were present on both ends of the subject stent. The introducer sheath distal tip was found to be intact. The subject stent delivery wire (sdw) was kinked/bent towards the distal end. Functional inspection was not performed due to the subject stent being returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported codes 'stent difficult/unable to transfer' and 'stent deployed prematurely during transfer' could not be replicated. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the visual inspection. It was reported that the physician attempted to deliver the subject stent introducing sheath into the microcatheter hub. However, significant resistance was encountered during the process, and the subject stent deployed prematurely at the hub during advancement. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned and it was found that the subject stent had been prematurely deployed partially within the microcatheter shaft and partially within the hub of the microcatheter. The subject stent delivery wire (sdw) was noted to have kinking to the distal end. It is probable that the subject stent was prematurely deployed due to the introducer sheath not being adequately seated in the hub of the microcatheter, or due to an under tightened rhv, causing movement of the introducer sheath during the attempt to transfer the subject stent. An assignable cause of procedural factors will be assigned to the reported 'stent difficult/unable to transfer' and 'stent deployed prematurely during transfer' and to the analyzed 'stent deployed prematurely during use' and 'stent delivery wire (sdw) kinked/bent', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the subject stent deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event. The stent was replaced and the procedure was completed successfully.